Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. Physician reported the remaining battery longevity has dropped an additional 30 months in less than a years timeframe. A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. The pacemaker device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.